Event description:
It was reported that during a follow up in clinic, myopotential oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted, the session records were reviewed, and pacemaker mediated tachycardia (pmt) was also noted on the device. Reprogramming of the device was recommended, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the myopotential oversensing resulting in inappropriate automatic mode switch (ams) and pacemaker mediated tachycardia (pmt) event was sensed by the device.